Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. The device was received with operating currents within specification. No low battery alarms noted during testing. The device had minor scratches on lcd window, missing end cap sticker, with cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads. The device also had corroded battery tube.

Event description:
It was reported that the customer's insulin pump has many scratches on the display window and a low battery life. No additional information was provided.